Event description:
The physician intended to use a resolute integrity drug eluting stent . The target lesion was in the rca which had moderate tortuosity, moderate calcification and 90 % stenosis. The device was removed from its packaging and inspected with no issues noted. During delivery of the device resistance was encountered. The device reached the lesion but could not go through the lesion. There was no attempt to inflate the balloon. It was reported that the stent dislodged during failed delivery. The dislodged stent was removed using a wire. There was no injury to the patient. Device evaluation: the distal section of the device including the balloon was returned. The distal tip was flared. There were crimp impressions visible along the working length of the balloon. The balloon folds were slightly opened. The dislodged stent was returned on a section of guidewire. The stent segments were severely stretched and deformed.

Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (failure to deliver stent and stent embolism) patient condition affected effectiveness of the device (the target lesion had moderate tortuosity, moderate calcification and 90 % stenosis.) Conclusion: known inherent risk of procedure (failure to deliver stent and stent embolism) device failure/lack of effectiveness related to patient condition device (the target lesion had moderate tortuosity, moderate cal cification and 90 % stenosis.) (B)(4).